Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the system was unable to boot. The philips remote service engineer (rse) inspected system remotely and reviewed log which revealed issue related error. The philips field service engineer (fse) went onsite and checked the service hub connections. And to resolve the issue, the fse reseated the cables, verified that the system connects to the hospital network, pulled work list and restarted the system, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.